Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a high blood glucose event of 380mg/dl on (B)(6) 2026.the patient received treatment with bolus and changed the set, after which the event resolved. It was reported that patient had used expired insulin. No further information is available.